Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in the motor error alarm loop during the bolus / basal delivery. Unable to perform the excessive no delivery test due to the motor error alarm. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's parent reported that in the last three days the customer experienced high blood glucose levels. In the alarm history a motor error alarm was found. Customer's blood glucose level was 212 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.